Event description:
It was reported that after a successful shock for vt/vf, the device sensed noise on the ventricular channel and delivered inappropriate shocks. The noise was not reproducible in the hospital. The capture threshold showed an increase. X-ray did not reveal fracture. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.